Event description:
It was reported that after post dilatation of a stent, the pta balloon fibers got snagged in the stent. Reportedly, the balloon was able to be removed and the stent placement was not altered by the removal of the pta balloon. There was no stent movement. There was no adverse effects and no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the manufacturer to date. The investigation is currently underway.